Event description:
Surgeon was suturing the patient closed using a 3-0 monocryl, and while he was trying to grab the needle after passing it through the patient's skin, the tip of the needle snapped off. The piece that broke off was located and both the broken piece and the rest of the suture needle was removed from the sterile field. A new suture was opened and used to finish closing the patient. FDA safety report ID # (B)(4).